Event description:
Event as described by complainant: eugene inserted lma and could not properly ventilate. He pulled out lma, and went to directly intubate with a miller 3 bp omni. When he went to apply pressure on the blade to view the vocal cords, the light went out. He blindly intubated.